Manufacturer narrative:
The valve was returned to edwards for evaluation. Visual inspection of the returned valve revealed heavy calcification in the cusp areas of two of the leaflets and minimal to moderate calcification on one leaflet. Calcification restricted mobility of two leaflets which led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was heavy at both the stent inflow and stent outflow. The x-ray demonstrated calcification and frame distortion. The frame distortion was most likely due to explant. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, progression of the existing disease process likely contributed to the stenosis. The reporter also indicated that the patient¿s pre-existing sjogren syndrome also contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during the four year follow up visit with the cardiologist the patient underwent a tte which demonstrated a thickened and calcified aortic valve with moderate to severely reduced leaflet mobility. The mean gradient was 60mmhg and the valve area was reduced to 0.6cm. The valve was explanted via an open sternotomy approach and replaced with a mechanical valve. The patient's chest was closed without issues. Per the medical records, the patient's aortic valve gradient has been progressively increasing. It was noted that 6 months the patient's gradient was 24mm-28mmhg, pod 16 months tte mg 33mmhg, pod 30 months tte mg 36mmhg, pod 40 months tte 40mmhg with further thickened leaflets and reduced mobility noted at pod 50 months. The increased stenosis is perceived to have been caused by the patient's pre-existing sjogren syndrome.